Manufacturer narrative:
Retainer = missing. The insulin pump was returned for cosmetic damage located at the reservoir tube area found on (B)(4) 2021. The insulin pump was received with missing retainer. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer. The following were noted during physical inspection: missing retainer, scratched case, stained keypad overlay, stained serial number label, pillowing keypad overlay, and missing reservoir tube o-ring. Missing retainer is confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the connection with reservoir compartment broken, retainer ring was missing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.